Event description:
User called into emergency support program line to request and report issue during use intra aortic balloon (iab) had clotted inner lumen. There was no harm or injury reported.

Manufacturer narrative:
The central lumen of the catheter has been clotted and the md wants to get the patient up to walk.esp personnel advised that we don't recommend walking with a balloon catheter.